Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was performed on the right common femoral artery using the device under study; hemostasis was achieved in 5 minutes. Four hours after the procedure, the patient was evaluated for ambulation and was able to walk. One day post procedure, an ultrasound examination of the puncture site revealed occlusion of the common femoral artery to the origin of the shallow femoral artery and the origin of the deep femoral artery, and discharge was postponed. Percutaneous lower extremity arterioplasty was performed, and occlusion of the right common femoral artery, shallow femoral artery, and deep femoral artery was confirmed. Contrast-enhanced angiography could not determine dissection, thrombus, or sealant injection. A stent was implanted, and good dilation was confirmed with a stenosis rate of 100% to 0%. Post-procedure ultrasound confirmed no restenosis after stenting. Two days post procedure, the patient is discharged due to good progress. Ivus confirmed artifact and determined sealant placement, so this event was determined to be related to the study device and procedure in terms of causal relationship. Hemostasis and walking four hours later were performed without any problems and were not considered to be malfunctions. Since the postoperative ultrasound confirmed patency and the patient was discharged two days post procedure, the outcome was set as recovery on (B)(6) 2022. The dr. Noted that it is possible he failed to maintain tension during depression of the button. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx vcd was prepped according to IFU. There was no difficulty noted during prep. Retrograde approach was used for the procedure. The deployer was certified in using the mynx device. Multiple sheath exchanges occurred. A 6f 10cm non-cordis sheath was used with the mynx. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. Contrast and imaging were used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was performed on the right common femoral artery using the 6/7f mynx control vascular closure device (vcd) under study, and hemostasis was achieved in 5 minutes. Four hours after the procedure, the patient was evaluated for ambulation and was able to walk. One day post procedure, an ultrasound examination of the puncture site revealed occlusion of the common femoral artery to the origin of the shallow femoral artery and the origin of the deep femoral artery, and discharge was postponed. Percutaneous lower extremity arterioplasty was performed, and occlusion of the right common femoral artery, shallow femoral artery, and deep femoral artery was confirmed. Contrast-enhanced angiography could not determine dissection, thrombus, or sealant injection. A stent was implanted, and good dilation was confirmed with a stenosis rate of 100% to 0%. Post-procedure ultrasound confirmed no restenosis after stenting. Two days post procedure, the patient is discharged due to good progress. Intravascular ultrasound (ivus) confirmed artifact and determined sealant placement, so this event was determined to be related to the study device and procedure in terms of causal relationship. Hemostasis and walking four hours later were performed without any problems and were not considered to be malfunctions. Since the postoperative ultrasound confirmed patency and the patient was discharged two days post-procedure, the outcome was set as recovery on (B)(6) 2022. The doctor noted that it is possible he failed to maintain tension during depression of the button. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx vcd was prepped according to IFU. There was no difficulty noted during prep. Retrograde approach was used for the procedure. The deployer was certified in using the mynx device. Multiple sheath exchanges occurred. A 6f 10cm non-cordis sheath was used with the mynx. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. Contrast and imaging were used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The device was not returned for analysis. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ and subsequent ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel/puncture site characteristics (multiple sheath exchanges occurred) and handling factors (physician stated he may not have maintained tension during sealant deployment) may have contributed to the intravascular deployment and subsequent vascular occlusion reported. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the mynx control IFU as such. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. Neither the phr review nor the information available suggest that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.